Event description:
Pharmacy called lfs in 2002 regarding his customer. He stated that the customer's family member was alleging that the customer's ss meter was reading inaccurately high. Per ccr, the following info was documented: customer's family member was insisting that the pharmacist replace the customer's ss meter since it was reading high. Family member had to call the ambulance because the meter read high, but the customer was feeling low bg. The ambulance came and stated that the customer's glucose was low. (Unclear if customer was treated by the paramedics). Customer's family member wanted an ultra meter instead of the ss meter. The ccr explained to the pharmacist that lfs normally replaces the meter with the same kind of meter. He was going to tell the family member that he will provide a field exchange and give a ss meter and what ever family member decided he will call lfs back. Customer was taken to the hospital and was kept overnight.